Event description:
Reported due to prolonged hospitalization. The physician attempted an arteriotomy closure with the perclose proglide device following an interventional procedure. Reportedly, the physician used the suture trimmer to "put the knot down." As he pulled back on the suture, "a volume of tissue came out on the knot." Hemostasis was achieved via manual compression for thirty-six (36) minutes. Due to the incident that occurred, a doppler was performed and the results were normal; the pt had positive pulses. The pt was admitted to the hosp for observation and was discharged to home the next day. There were no adverse pt reactions as as a result of this incident. Although multiple attempts were made, no additional info was received.